Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the picture, observed an external fluid leak from the filter housing, next to the header and effluent port. The reported condition was verified. The cause was related to mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the filter connection during treatment with one unit of prismaflex st100. There was no patient injury or medical intervention associated with this event. No additional information is available.